Event description:
A pt of unk age and gender presented for a chronic hemodialysis catheter removal. The physician who performed the removal noted that the ingrowth cuff detached from the catheter shaft with minimal traction on the catheter. The physician had to remove the catheter and cuff separately causing the procedure to be prolonged. The catheter and cuff were successfully removed from the pt without complications through the exit site; no new incisions were required for removal. There was no report of harm or injury to the pt due to this product problem.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The complaint could not be confirmed. A review of the lot history records for the reported catalog lot noted that the device in question was built using a solvent bond to adhere the cuff to the catheter shaft. Current duramax are built with an adhesive bond which has improved overall bond strength. In comparing process validation results of solvent bond and adhesive bond in a simulated cuff shearing test, the average force required to separate the cuff from the catheter was increased 44% (22.9 lb to 32.9 lb). In addition, CAPA (B)(4) has been raised to address the root cause for this defect and initiate corrective action. This lot was built prior to the raising of the CAPA. A review odf the angiodynamics complaint system noted to trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).